Event description:
It was reported that the egm could not be displayed for the implantable cardioverter defibrillator (ICD). The egm storage amplifiers are turned on but the egm waveform data is not stored with the marker for that event. After several events, the skipped waveform data is appended to the most recent event, causing the egm waveform to appear skewed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).